Event description:
Customer stated "the sterile water from the humidifier went into the already delicate lungs of my premature baby." Patient was harmed. Carefusion followed-up via phone contact with the patient's mother and obtained the following additional information: the patient was released from the hospital on (B)(6) 2015 after being born prematurely and had been prescribed oxygen. The mother reported that they had been using the same humidifier with oxygen concentration set at 1/8 of a liter since (B)(6) 2015 that was set-up by the home health agency rt. The mother reported that her and her husband were home when the issue occured. They were prompted to the issue by the activation of the patient's baby alarm, apnea monitor. Per the mother, they went into the patient's room and found the infant laying in his crib on his back and found his lips were blue, there was water on the baby's face and on the mattress. The mother reported calling 911 and the infant was transferred to a near-by hospital. The baby reportedly remained in the hospital for observational care and was released with no long-term consequences. The infant is reportedly now home and doing well. The mother reported that they continue to use the same product and that the product is set-up by the home health agency rt. Mother does not have complaint sample but will send representative of sample that was delivered per home health agency the same time of the device in use at time of incident. Lot provided is from representative sample.

Manufacturer narrative:
(B)(4). The end user indicated that the actual complaint sample is no longer available, but will return a representative sample in their possession from this same lot. To date, the sample has not been returned. In addition, the end user or respirtatory therapist that set up this product for the end user has not provided a picture or additional information of the setup at the time of the reported incident. A follow up MDR will be sent should additional information become available.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. Investigation completion date; for initial submission evaluation codes. (B)(4).

Manufacturer narrative:
(B)(4). The customer indicated that the actual complaint product is not available for return to carefusion for further evaluation. In addition, the lot number provided by the customer is from representative sample and may not be the same lot that was in use when the incident occurred. A picture of the set up was provided to carefusion. A review of the device history record (DHR) was performed for the lot provided (tl0514018) by the customer. It was confirmed that there were no issues that occurred during the manufacture of this lot that may have contributed to the reported issue. The bottle thickness and weights were all within specifications during the manufacturing process. In addition, all functional testing (backpressure, integrity, tab detachment force) was confirmed to have passed. All of the processes were found to be within control during the manufacture of this lot. A review of the carefusion complaint system was performed for this product (002620 - humidifier kit 500ml) over the last 24 months. There have been no other reported complaints received by carefusion for this same issue during this 24 month period. The reported issue will continue to be trended and monitored by carefusion. This incident appears to be an isolated occurrence. Since the actual complaint humidifier is not available, an evaluation could not be completed by carefusion to determine the exact root cause of the customer¿s reported issue. However, an test was performed using a retention sample bottle from this same lot (tl0514018). The bottle was subjected to high pressure and flow (55 psi / 10 ml/min). During this testing, the bottle was placed into several different positions. There was no leaking observed during testing and the product functioned according to its intended use, even at the high pressure and flowrate. It appears that the issue may have occurred due to an incorrect setup of the product and associated components. However, without the actual complaint product, or additional information regarding the setup, the exact root cause could not be determined.